Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon burst while being used on the patient. Per additional information from the ibc via email 27jan2019; there were no missing balloon pieces. There was no medical intervention once the catheter was removed.

Event description:
It was reported that the catheter balloon burst while being used on the patient. Per additional information from the ibc via email 27jan2019; there were no missing balloon pieces. There was no medical intervention once the catheter was removed.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted a balloon burst, as irregular with missing pieces not returned. Visual inspection noted missing piece size was about 0.5cm x0.7cm. The sample was evaluated under microscope and no conditions found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."